Manufacturer narrative:
(B)(4).

Event description:
Patient's daughter in law contacted dexcom on (B)(6) 2016, to report a patient death that occurred on (B)(6) 2016. It is unknown if the patient was wearing dexcom continuous glucose monitor (cgm) at the time of death. It was reported that the patient had been hospitalized for a month due to illness. Patient passed away from an aggressive cancer. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause cannot be determined without a certificate of death.